Manufacturer narrative:
Complaint conclusion: as reported, after inserting and positioning a 29mm x 10mm palmaz genesis on opta pro stent delivery system (sds) through a non-cordis sheath, the stent shifted backwards on the stent system when pulling back on the non-cordis sheath. A procedural image was provided which shows that the stent appears to be slightly expanded and shifted backwards from its original position on the balloon catheter. However, the stent remains on the device. The physician was able to catch the stent again and reposition the stent to be implanted in its intended location. A final angiography image was also provided which shows the expanded stent at the lesion. There were no reported injuries to the patient and there was no indication that the stent was under-expanded. The device was stored and prepped per the instructions for use (IFU) and the physician is a frequent user of the palmaz genesis stent. The device was not returned for analysis; however, two images were received for analysis. In the image titled ¿moved pg stent¿ the tip of a sheath, the balloon catheter, both marker bands and stent are visible in the image provided. The stent appears to be slightly expanded and shifted backwards from its original position on the balloon catheter. However, the stent remains on the device. The image titled ¿final angio march 2025¿ the expanded stent is visualized in the lesion; the tip end of the sheath and catheter are also noted in the image. No other anomalies or outstanding details were observed in the images provided. A product history record (phr) review of lot: 82288060 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent offset/out of position¿ was noted during picture analysis of the device; however, the exact cause cannot be determined. The stent was noted to have shifted proximally on the balloon. Based on the information for review, it is likely procedural factors and handling of the device when pulling back on the non-cordis sheath contributed to the stent shifting out of its manufacturing position. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after inserting and positioning a 29 mm x 10 mm palmaz genesis on opta pro stent delivery system (sds) through a non-cordis sheath, the stent shifted backwards on the stent system when pulling back on the non-cordis sheath. A procedural image was provided which shows that the stent appears to be slightly expanded and shifted backwards from its original position on the balloon catheter. However, the stent remains on the device. The physician was able to catch the stent again and reposition the stent to be implanted in its intended location. A final angiography image was also provided which shows the expanded stent at the lesion. There were no reported injuries to the patient and there was no indication that the stent was under-expanded. The device was stored and prepped per the instructions for use (IFU) and the physician is a frequent user of the palmaz genesis stent. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.